Manufacturer narrative:
Additional information: the DHR records for batch 6313684 have been reviewed with no issues being identified.

Manufacturer narrative:
Results: 3 customer photos were received and appear to show an improperly seated or ¿cocked¿ stopper. Bdj received only an used hemogard cap and confirmed hemogard shield and rubber stopper attached slantingly, and there was a partially gap between them. Conclusion: the investigation of this complaint confirms the reported condition being related to the manufacturing process. The potential root cause for the stated defect could be due to the placement of stoppers into the hemoguard caps at the metro machine.

Event description:
It was reported that bd vacutainer® k2edta tube cap became unstable after centrifugation. The rubber stopper was on the tube at a slant. No injury or medical intervention reported.